Event description:
The facility representative reported failure code 810:11. The event occurred before patient use. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary: the condition of fail code 810:11 was confirmed in the event history. This fail code was caused by the air in line sensor/circuits being saturated. The air in line printed circuit board was calibrated. This issue has been addressed per baxter's field correction. Review of the complaint history reveals similar reports have been received for this product for the reported issue.